Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited atrial undersensing on the stored electrograms (egms). Technical services (ts) recommended further review and reprogramming was performed. No adverse patient effects were reported. This device remains in service.